Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, how was the procedure completed? Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during an unknown procedure, after stapling, the surgeon has noticed that the device cut without staple.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, how was the procedure completed? Unknown. Were there any patient consequences as a result of the event? No.